Event description:
Event description guidant received information that the this boxed implantable cardioverter defibrillator (ICD) displayed an eri (elective replacement indicator) battery status following two manual capacitor reformations.